Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) in (B)(6) alleging a onetouch verio pro meter was displaying an unknown error. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. The test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: on performance testing with control solution error 4 was observed and no assignable cause was found. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that subject meter cause or contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
((B)(4) 2012) device evaluation: the test strips involved in this complaint have been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: on performance testing with control solution error 4 was observed and no assignable cause was found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4):the meter involved was evaluated with control solution and no error message was observed. The test strips were evaluated with control solution and an er4 was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.